Event description:
Physician attempted to deploy a 12mm bare mounted stent graft for the treatment of a free perforation. The stent reportedly "slipped off the balloon and was retrieved." A second 16mm stent graft was successfully deployed with a maverick crossail balloon and the perforation was sealed. The pt reportedly did well and there were no adverse reactions. Though requested no additional info was provided.